Event description:
It was reported that the patient experienced a transmitter problem resulting in multiple failed sensors. The sensor was inserted into the abdomen. On (B)(6) 2024, the sensor failed. On (B)(6) 2024, the patient experienced seizure and diabetic ketoacidosis (dka). The parents called an ambulance. The patient was hospitalized for 12-14 days, during which time he was treated with an insulin drip. The cgm was reportedly removed upon admission and the bg was monitored by fingerstick during the hospitalization. Upon returning home, the patient experienced another problem with dexcom after having paired a new transmitter and stated that the dexcom did not work after the warm up. There was no documentation of further medical evaluation or intervention. At the time of the follow up contact 07/12/2024, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.